Event description:
Post implant a high gradient was noted and the valve leaflets were observed not to be opening as expected. The valve was replaced with another MFR's valve. The surgeon reported the valve was incorrectly sized and the annulus was insufficiently debrided of calcification which effected the leaflet motion.